Event description:
It was reported that during implant, there was difficulty implanting the right atrial (ra) lead. It was indicated that there was difficulty with getting the lead to steer, the stylet not able to hold shape, the lead was too heavy and that the implant took additional time under fluoroscopy. Additional observations noted that once the helix is extended and the stylet is removed, the lead moves considerably. There was also concern of not wanting to tighten down too much on the anchoring sleeve for fear of damaging the lead yet with enough force to secure the lead. It was also indicated that it had been observed that there was a percentage drop in sensing measurements for the lead between the analyzer and the device. The ra lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.